Event description:
Organization contacted dexcom technical support on (B)(6) 2013 to claim that on (B)(6) 2013 there was a problem with the transmitter. At the time of contact with dexcom technical support, organization did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (str-gl102/sm23471159 ) that was used with the complaint device was returned for evaluation on 02/26/2014. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log confirmed the complaint of intermittent "y" icon.